Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that while getting ready to insert the intraocular lens (iol) during surgery, the preloaded iol was pushed too far into the injector and the iol was not released. There was patient contact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint could not be observed. Only the device was returned. No intraocular lens (iol) returned. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to the wound guard. The nozzle tip is damaged. The product investigation could not identify the root cause for the reported complaint as only the device was returned for evaluation. No iol was returned. As the lens is not present in the device, its position for the advancement cannot be confirmed. Due to this, we are unable to complete a thorough investigation to determine a root cause. The nozzle tip is damaged but this damage was not mentioned by the customer. The manufacturer internal reference number is: (B)(4).